Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the following imdrf patient codes and impact code capture the reportable event of: e2006- mesh erosion. E1302- hematuria. E2328- bladder stones. F19- surgical intervention.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during trans-obturator sling and cystoscopy procedure on (B)(6) 2017, for the treatment of stress urinary incontinence. According to the reports, there were no complications, and the patient tolerated the procedure well and was taken to the recovery room in stable condition. On (B)(6) 2023, a routine cystoscopy with bilateral retrograde pyelogram was performed due to hematuria and urethral stenosis. The following findings were noted: no papillary tumors or worrisome mucosal; both ureteral orifices were located in the normal anatomic position and efflux clear urine. There were also 3 small, mobile stones in the bladder, and these were removed using grasping forceps. An open-ended catheter was advanced through the right ureter orifice and contrast was injected in a retrograde fashion. Fluoroscopy was performed, and appropriate images were saved to the pacs system. This procedure was repeated on the left side. Ureters were normal in course and caliber with no filling defects bilaterally. The urethra was examined with the 30-degree and 70-degree lenses. Posteriorly, at the 5-7 o'clock positions, there was erosion of mesh with some tiny calcifications present. An attempt was made to cut the mesh using an endoscopic scissors, but it was unsuccessful. The patient's bladder was drained, and the cystoscope was removed. There were no complications, and the patient tolerated the procedure well.